Event description:
A glass sample tube broke when an operator was removing a jammed sample rack inside the instrument. The operator's finger was cut and required medical attention. A site incident report will be completed by the operator.

Manufacturer narrative:
The operator was able to resume using the instrument. A siemens field service engineer was sent to the site. The instrument is performing within specifications. No further evaluation of the device is required.